Event description:
It was reported a patient underwent emergency surgery for maxillofacial trauma on (B)(6) 2024 and suture was used. The problem of pulling off suture needle happened in surgery. Changed another one to continue the surgery, the problem of pulling off suture needle had happened in the newly dispensed suture. Changed another one to complete the surgery. There is no report on patient's injury. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4: UDI: (01) gtin is unavailable therefore, the full UDI is currently not available. Additional information provided: no additional information could be provided. The needle did not fell into the patient . If further details are received at a later date a supplemental medwatch will be sent. H3 evaluation: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned sample. Visual analysis of the returned sample determined that one sample was returned with a suture in a winding former and foil packaging. This product code is single-armed and one suture was received for analysis. No needle was received. A visual inspection was performed on the suture. The end of the suture was examined and the swage area was as expected. No conclusion could be reached on what may have caused the pull off suture needle since the needle was not received. As per the returned conditions of the sample, no functional test was performed. It should be noted that as part of our quality process, the sample is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.